Manufacturer narrative:
Device has two FDA product codes: ezb, kny. (B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Cystoscopy, ureteroscopy, dyelogram - "blue coating separated from wire when surgeon tried to remove the wire via the scope. Wire got stuck and had to be removed with force." Patient status - "fine."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the complainant's experience that the blue coating/tubing had separated from the wire. The root cause of the tubing separation could not be determined. The tubing that had separated from the wire appeared to have been shaved or cut by a sharp instrument or surface. It is possible that when the unit was removed from the scope, it made contact with the edge of the scope, which caused the tubing to separate from the wire. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.